Manufacturer narrative:
H10: the device used in treatment has not been returned for evaluation. Without an assessment, we are unable to establish a relationship between the fault reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed, which shows previous complaints of this nature however it is deemed that no further action is necessary in relation to this complaint, which has now been closed and recorded as insufficient information to determine a root cause. As this is a complaint of a functional, does not work, with no further information provided it is not possible to supply information that could assist in preventing a re-occurrence. In order for a full investigation to take place details of the actual issue would be required. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. In parallel we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the console plugged in it was found to be defective. A backup was not available and there was a 48h delay. There was no patient harm reported.